Event description:
An ap and lateral view chest x-ray on 12/27/94 revealed a straight wire projecting from the atrial lead measuring approx 2 cm in length. This was abnormal and consistent with wire perforation of the atrial lead. On 12/29/94, the pt underwent a median sternotomy and removal of the atrial lead. The stiffening wire on the atrial lead had imbedded in the right atrium wall.